Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived at the site to address the reported event. Fse confirmed the error by observing spill in the incubator. Next, fse cleaned the incubator and lubricated the assemblies. The customer was subsequently able to run controls and patient samples without issue. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for the serial number 22680902 from 26sep2017 through aware date 26oct2018. There were no similar complaints identified during the search period. The aia-600 ii operator's manual chapter8 - troubleshooting - error messages was reviewed. The operator is instructed to contact tosoh bioscience if the "washer up down motor" error message is received. Pickup failure the aia-600 ii operator's manual indicates that when the pickup failure occurs to: 1.turn off power to the analyzer. 2. Open covers and check inside the instrument for dropped test cups or tips, test cups or tips obstructing the waste chute, or a test cup stuck in the pickup chuck. 3. Remove any obstructions, clean the waste chute and bottom of the pickup chuck with ethanol, secure the plastic waste liner under the lip of the waste chute. Reinitialize the analyzer by turning on the analyzer at the power switch. 4. Call tosoh bioscience if problem reoccurs. The most probable cause of the reported event was due to a spill in the incubator.

Event description:
It was reported that the customer received the "washer up down motor" error with their aia-600 ii analyzer. The customer powered the device off and on, and a "pickup failure" error occurred. The customer cleaned the cup transfer assembly but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg), prolactin (prl), and estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.